Event description:
In early 2009, the lay user's/pt's grandson contacted lifescan (lfs) alleging an error 2 issue with the one touch ultra 2 meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt's grandson. The pt tests her blood glucose 2 to 3 times a day. She manages her diabetes via insulin on a fixed amount twice daily. The reported issue began the same day at around 2 pm. During that time, the pt reportedly obtained an error 2 message on the subject meter while inserting the test strip. The pt reportedly took no diabetes treatment actions following the issue. About an hour after the reported issue, the pt reportedly experienced symptoms of "twitching" and was reportedly "non-responsive." The pt's grandson stated that she was non-responsive at the time of call and was going back to sleep. The medical affairs specialist (mas) noted from the recorded call that the pt was responding to the questions. The pt's grandson reportedly gave her some orange juice with sugar following the alleged symptoms. The pt was not tested on any other meter. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after she reportedly obtained an error2 message on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.